Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during initial drain of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed a 1/2 inch air gap in the supply line. Renal therapy services (rts) assisted the patient to end therapy and advised the patient to contact their peritoneal dialysis registered nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available